Manufacturer narrative:
The following fields were updated with corrections: a1-a4, a5-a6, b5-b7, h6 clinical & impact codes. D4. Primary UDI number: (B)(4). One device received for evaluation. Visual inspection was performed. The device was run with a temp check and then a disposable attached neither of which leaked nor did the reservoir, tank cover or drain fitting. Functional testing could not duplicate the reported problem. However, a cracked tank cover, worn and faded line cord, and contaminated block assembly, missing reflux plug were found. The root cause could not be established but the most probable cause of leaking at the site is either a faulty disposable or temp check. Repairs and replacements were made. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device leaked water while priming and the little grey stopper is missing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Event description:
It was reported that the device leaked water while priming and the little grey stopper is missing. There was no physical damage reported. There was unknown patient involvement, and unknown harm/adverse event was reported.

Manufacturer narrative:
B3: unknown device evaluation: one device was received. A visual inspection found a cracked tank cover, worn and faded line cord, and contaminated block assembly. The device was also missing the reflux plug. During the functional testing, the device did not leak. The customer complaint was unable to be duplicated. The tank cover, line cord, block assembly and reflux plug were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.